Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device became unresponsive during use. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.